Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient was referred to a surgeon for revision due to the high impedance. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.